Event description:
The hcp reported, that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed no anomalies. The packaging was still on the device. It appears it was never opened.